Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks during a radio frequency (rf) ablation procedure for pain. It was noted that a magnet was not used. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient stated that the device delivered 16 shocks during a spinal ablation procedure approximately two years ago, due to a magnet not being used. No additional adverse patient effects were reported. This device remains in service.